Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch profile meter was reading inaccurately low. The medical affairs specialist (mas) called and spoke with the patient two weeks later and obtained additional information. The patient informed the mas that she tests her blood glucose 2-3 times a day and was taking glucophage (1 pill/evening) prior to the event. She also mentioned that she had noticed "lower readings" on the meter about 2 weeks prior to the day of the event. Approx one and a half months earlier, the patient had received results in the 80's and 90's "all day". She did not think that the readings were right since she was feeling thirsty, hungry, had increased urination, and was exhausted since mid morning. However, she informed the mas that since the meter was giving her "normal readings", she did not seek any "medical help". At 10:00 pm, her brother visited her and asked her to test her blood glucose on the subject meter and she obtained a result of 92 mg/dl. However, within 5 minutes when she tested on the brother's meter (unknown device), she obtained a result of "hi". Her brother drove her to the emergency room, where her blood glucose level was "over 600 mg/dl". She was given 2 insulin shots and placed on IV saline ("3 bags of saline") and was released the next morning at 8:00 am. Post release from the emergency room, her doctor placed her on an insulin regimen (10 units of lantus in the morning). At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area correctly. This complaint is reported because the patient alleged that for about 2 weeks, she had obtained "lower" readings on the meter. She later developed hyperglycemic symptoms (reported meter result at that time was 92 mg/dl) and her blood glucose level at the ER was over 600 mg/dl. She was treated with insulin. Replacement products were sent to the lay user/patient.